Event description:
A us distributor returned an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable communicate with monitor. The cause for the failure was isolated to a shorted trunk cable. The root cause for the shorted trunk cable could not be positively identified. There was no adverse event that resulted from the damaged belt.